Event description:
It was reported the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
E1 postal code: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegations was confirmed. In addition, damaged camera cable and error ¿e224¿ were found. Based on the results of the investigation, a definitive root cause cannot be identified. The camera cable was damaged, which may have caused the internal charged coupled device to malfunction. Therefore, it was presumed that normalcommunication was not possible, and that events such as no image output and communication error e224 were occurring. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.